Event description:
The pt removed the hearing aid from the battery charger. The pt opened up the battery door and the battery made a popping sound and leaked a substance onto the pt's hand. The pt's hand received a small burn, but did not require medical treatment.

Manufacturer narrative:
Investigation of the hearing aid and rechargeable battery indicated no discernible liquid visible. The rechargeable battery seam had expanded, acting as a release valve. The hearing aid was invoiced on (B)(6) 2010 and the battery date code indicated the 28th day of 2011 (version 2). Reverse charging is the probable cause of the defect. Reverse charging may be caused by inserting devices in an incorrect orientation into the charger with some force. This situation could easily be detected, since the top of the charger cannot be shut and parts of the hearing aids would remain exposed. Reverse charging may also be caused by inserting the batteries in the hearing aid with wrong orientation by applying some force. Standard batteries are just slightly asymmetric, resulting in a not too obvious slight spreading of the hearing aid case. Since the invoicing of this hearing in (B)(6) 2010.